Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It was also noted that the patient had a cyst. Update rec'd 8/14/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, instability, pseudotumor growth, synovial fluid collections, adverse local tissue reactions to metal on metal hip particles, and elevated toxic cobalt chromium metal ions. A stem is now being added to address allegations of elevated toxic metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 11/24/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip dysplasia, hip slipping out of socket, metal poisoning and difficulty walking. Medical records and revision surgcial report noted large pseudotumor and instability. Labs for metal ions were greater than 7 parts per billion, chromium 8.5ppb and cobalt 17.6 ppb dated (B)(6) 2014. Part/lot updated for stem. The complaint was updated on: dec 10, 2015